Manufacturer narrative:
The customer changed the k electrode and had no further issues after doing this. The field service engineer determined that an acrylic block on the ise bath was loose. He replaced ise bath tubing, the sipper nozzle, a spring, and a cap. He tightened the acrylic block and cleaned the ise bath. He proteinized the ise system and tubing with activator. He performed ise checks and there were no issues. Calibration and precision studies were run. The customer ran calibration and controls; these recovered within specifications.

Event description:
The initial reporter stated they received discrepant results for 21 patient samples tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. The reporter stated they had been getting ise noise alarms. All initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and corrected reports were issued. The k electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The last calibration performed on 16-oct-2020 was not ok and controls were not within range on the day of the event. The investigation determined the service actions resolved the issue.